Event description:
A report was received that the patient was experiencing cramps related to the stimulation. The patient underwent a lead revision where the physician replaced the leads due to physician's preference. However the cramping is an ongoing issue even though the stimulation has improved.

Event description:
A report was received that the patient was experiencing cramps related to the stimulation. The patient underwent a lead revision where the physician replaced the leads due to physician's preference. However the cramping is an ongoing issue even though the stimulation has improved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70, serial/lot#: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient's cramping sensation was resolved by the revision.